Event description:
It was reported that a system extraction was performed as patient with this implantable cardioverter defibrillator (ICD) was experiencing pain around the device and felt uncomfortable. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.